Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be channel a not opening fully. To correct the condition, the channel a pumphead module (phm) was replaced. If any additional information is received, a follow-up MDR will be sent.

Event description:
During product evaluation by a baxter personnel, a colleague infusion pump was found with a channel a that did not open fully. This had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.